Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was concerned the cardiac resynchronization therapy defibrillator (crt-d) battery was draining too rapidly. The patient noted that the device settings were reprogrammed to reduce battery depletion. The crt-d remains in use. No patient complications have been reported as a result of this event.